Event description:
Additional information received reported the catheter was "disconnected."

Event description:
It was reported that the patient never received therapeutic effect; there had been very little difference noted since the implant. During a refill on (B)(6) 2012, a broken catheter was discovered; "the catheter is broke and the medicine is just dripping out in her body." An x-ray had been done and revealed a catheter fracture at the spine. The pump and catheter were replaced. The device delivered baclofen.

Manufacturer narrative:
Catheter model # 8711 lot # n098656030 implanted: (B)(6) 2008 explanted: (B)(6) 2012. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of catheter revealed catheter body broken.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.